Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced rash within 3 hours and 25 minutes of the dialysis treatment with one (1) unit of polyflux 14l. The patient was treated with dexamethasone (5mg, intravenously) and 50% gs 20ml+ calcium gluconate (10ml intravenously). The patient symptom was reported to be in remission. No additional information was received.